Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. -

Event description:
The literature article entitled, "fourth-generation ceramic-on-ceramic total hip arthroplasty in patients of 55 years or younger: short-term results and complications analysis" written by wang weiguo, guo wanshou, yue debo, shi zhencai, zhang nianfei, liu zhaohui, sun wei, wang bailiang and li zirong published by chin med j 2014;127 (12) doi:10.3760/cma.j.issn.0366-6999.20133349 on 2014 was reviewed for MDR reportability. The article reports on results of 132 cases (177 hips) who received coc bearing hip implants between january 2010 and december 2012. All patients receive depuy pinnacle cups with ceramic heads and liners and depuy summit stems in 30 hips and 147 hips with corail stems. The article captures 6 individual cases with patient identifiers in table 1 of complications. Generalized results were incidental inguinal pain found in 3 hips and thigh pain in 11 hips but no osteolysis or loosening of implants. Each patient is captured individually on linked complaints. This complaint captures no 6 a (B)(6) old male with summit stem that experienced a liner fracture 19 months post initial operation and received revision surgery with a liner and head change.